Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, over the proximal edge of the distal markerband. Inspection of the remainder of the device revealed tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. After crossing a guide wire, a 2mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However upon inflation of the device, the balloon ruptured. The procedure was completed with a 2mmx40mm non-bsc balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the ipsilateral approach. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified artery below the knee. After crossing a guide wire, a 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for dilatation. However upon inflation of the device, the balloon ruptured. The procedure was completed with a 2mmx40mm non-bsc balloon. No patient complications were reported and the patient's status was good.